Manufacturer narrative:
Product event summary: one (1) controller and six (6) batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. An external visual inspection under 10x magnification revealed a hairline crack around power port two (2) and contamination within both power ports. Internal visual inspection did not reveal evidence of fluid ingress. The observed hairline crack is an additional finding unrelated to the reported event. Based on an internal investigation, the root cause of the hairline crack(s) was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Failure analysis of the returned batteries revealed that the devices passed functional testing. As a result, the reported "battery quickly depleting in charge" event could not be confirmed. Visual inspection revealed contamination of the battery output connectors. Analysis of the data log files revealed several momentary disconnections that did not lead to premature power switching involving batteries (B)(4). Momentary disconnection will result in an audible tone or "beep." Analysis of the data log files also revealed several premature power switching events that were due to communication errors involving batteries (B)(4) and (B)(4) and several premature power switching events that were due to momentary disconnections involving batteries (B)(4). Analysis of the alarm log files revealed two (2) critical battery alarms due to communication errors involving (B)(4). The battery capacities during the critical battery alarms were logged with values of ¿153¿ and ¿143¿, which indicate that the battery experienced a communication error within the previous 15-minute interval. Additionally, log file analysis revealed six (6) controller power-ups with their associated motor starts on (B)(6) 2018 at 08:06:49, on (B)(6) 2018 at 22:20:16, and on (B)(6) 2018 at 14:08:35, 14:09:05, 18:56:23 and 22:46:09; respectively. Several momentary disconnections were recorded leading up to the loss of power on (B)(6) 2018 and several momentary disconnections were recorded leading up to the third and fourth losses of power on (B)(6) 2018. The controller was without power for 19 seconds, 10 seconds, 10 seconds, 40 seconds, 12 seconds and 47 seconds; respectively. As a result, the reported critical battery alarms, power switching, "beeping," loss of power, and "battery rsoc above 100 percent" events were confirmed. The most likely root cause of the observed contamination within both power ports of the controller and the output connectors of the batteries can be attributed to the handling of the devices. The most likely root cause of the reported critical battery alarms and "battery rsoc above 100 percent" can be attributed to communication errors between the controller and battery. The most likely root cause of the premature power switching events can be attributed to momentary disconnections and communication errors between the controller and the batteries and/or due to the contamination of the controller power ports / battery output connectors. However, the most likely root cause of the "reported beeps" are most likely attributed to momentary disconnections between the controller and the batteries. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. An internal investigation evaluated momentary disconnections. Additional products: d4: serial #: (B)(4), h3: yes, h6: FDA results code(s): 331, h6: FDA conclusion code(s): 19; d4: serial #: (B)(4), h3: yes, h6: FDA results code(s): 331, h6: FDA conclusion code(s): 19; d4: serial #: (B)(4), h3: yes, h6: FDA results code(s): 331, h6: FDA conclusion code(s): 19; d4: serial #: (B)(4), h3: yes, h6: FDA results code(s): 331, h6: FDA conclusion code(s): 19; d4: serial #: (B)(4), h3: yes, h6: FDA results code(s): 331, h6: FDA conclusion code(s): 19; d4: serial #: (B)(4), h3: yes, h6: FDA results code(s): 331, h6: FDA conclusion code(s): 19. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: one (1) controller and six (6) batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. An external visual inspection under 10x magnification revealed a hairline crack around power port two (2) and contamination of black substance and foreign material within both power ports. Internal visual inspection did not reveal evidence of fluid ingress. The observed crack and the foreign material contamination are additional findings unrelated to the reported event. The most likely root cause of the observed foreign material contamination within both power ports of the controller can be attributed to the handling of the device. Based on an internal investigation, the most likely root cause of the hairline crack(s) was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. As a result, the reported "battery quickly depleting in charge" event could not be confirmed. A dark substance was found on the output pins of the battery. Although no service records were found for the devices, historical results from previously tested samples revealed that the black/dark substance within battery connectors and controller power ports is consistent with the lubricant (deoxit gold) applied during a power source lubrication procedure. Analysis of the data log files revealed several momentary disconnections that did not lead to premature power switching involving batteries (B)(4). Momentary disconnection will result in an audible tone or "beep." Analysis of the data log files also revealed several premature power switching events that were due to communication errors involving batteries (B)(4) and (B)(4) and several premature power switching events that were due to momentary disconnections involving batteries (B)(4). Analysis of the alarm log files revealed two (2) critical battery alarms due to communication errors involving (B)(4). The battery capacities during the critical battery alarms were logged with values of ¿153¿ and ¿143¿, which indicate that the battery experienced a communication error within the previous 15-minute interval. Additionally, log file analysis revealed six (6) controller power-ups with their associated motor starts on (B)(6) 2018 at 08:06:49, on (B)(6) 2018 at 22:20:16 and on (B)(6) 2018 at 14:08:35, 14:09:05, 18:56:23 and 22:46:09. Several momentary disconnections were recorded leading up to the loss of power on (B)(6) 2018and several momentary disconnections were recorded leading up to the third and fourth losses of power on (B)(6) 2018. The controller was without power for 19 seconds, 10 seconds, 10 seconds, 40 seconds, 12 seconds and 47 seconds; respectively. As a result, the repor ted critical battery alarms, power switching, "beeping," loss of power, and "battery rsoc above 100 percent" events were confirmed. The most likely root cause of the reported critical battery alarms and "battery rsoc above 100 percent" can be attributed to communication errors between the controller and battery. The most likely root cause of the premature power switching events can be attributed to momentary disconnections and communication errors between the controller and the batteries. However, the most likely root cause of the "reported beeps" are most likely attributed to momentary disconnections between the controller and the batteries. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. An internal investigation evaluated momentary disconnections. Additional products: d4: catalog #: 1650de / serial #: (B)(4) d10: yes, return date: 17-dec-2018 h3: yes dev rtn to MFR? Yes h6: patient code(s): c76143 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307 d4: catalog #: 1650de / serial #: (B)(4) d10: yes, return date: 17-dec-2018 h3: yes dev rtn to MFR? Yes h6: patient code(s): c76143 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d4: catalog #: 1650de / serial #: (B)(4) d10: yes, return date: 17-dec-2018 h3: yes dev rtn to MFR? Yes h6: patient code(s): c76143 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d4: catalog #: 1650de / serial #: (B)(4) d10: yes, return date: 17-dec-2018 h3: yes dev rtn to MFR? Yes h6: patient code(s): c76143 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307 d4: catalog #: 1650de / serial #: (B)(4) d10: yes, return date: 17-dec-2018 h3: yes dev rtn to MFR? Yes h6: patient code(s): c76143 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d4: catalog #: 1650de / serial #: (B)(4) d10: yes, return date: 17-dec-2018 h3: yes dev rtn to MFR? Yes h6: patient code(s): c76143 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery /(B)(4)/ model #:1650de / catalog #: 1650de / expiration date: 2018-12-31 UDI #:(B)(4), device not returned for evaluation, device evaluation anticipated, but not yet begun mfg date: 2017-12-07, device not labeled for single use, (B)(4). Heartware ventricular assist system ¿ battery/(B)(4)/ model #:1650de / catalog #: 1650de / expiration date: 2018-12-31 UDI #: (B)(4), device not returned for evaluation, device evaluation anticipated, but not yet begun mfg date: 2017-12-28, device not labeled for single use, (B)(4). Heartware ventricular assist system ¿ battery/(B)(4)/ model #:1650de / catalog #: 1650de / expiration date: 2018-07-31 UDI #: (B)(4), device not returned for evaluation, device evaluation anticipated, but not yet begun mfg date: 2017-07-23, device not labeled for single use, (B)(4). Heartware ventricular assist system ¿ battery /(B)(4) / model #:1650de / catalog #: 1650de / expiration date: 2018-12-31 UDI #: (B)(4), device not returned for evaluation, device evaluation anticipated, but not yet begun mfg date: 2017-12-28, device not labeled for single use, (B)(4). Heartware ventricular assist system ¿ battery /(B)(4)/ model #:1650de / catalog #: 1650de / expiration date: 2018-07-31 UDI #: (B)(4), device not returned for evaluation, device evaluation anticipated, but not yet begun mfg date: 2017-07-24, device not labeled for single use, (B)(4). Heartware ventricular assist system ¿ battery/(B)(4)/ model #:1650de / catalog #: 1650de / expiration date: 2018-12-31 UDI #: (B)(4), device not returned for evaluation, device evaluation anticipated, but not yet begun mfg date: 2017-12-28, device not labeled for single use, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced critical battery alarms and power switching with associated controller power loss. The patient presented to the clinic with beeping and one of the batteries was quickly depleting in charge. Subsequently, the batteries in use were switched and the patient experienced power switching again. It was also reported that one of the batteries had a relative state of charge greater than 100 percent. The controller and batteries were exchanged. No patient complications have been reported as a result of this event.